Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has a pseudomonas driveline infection that was found the previous week. The patient is currently on an antibiotic regimen.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.